Event description:
Per the clinic, the patient experienced an infection around the implant site. The device was explanted on (B)(6), 2015 and the patient was reimplanted with another device during the same procedure.

Manufacturer narrative:
(B)(4). Device not available for analysis.